Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer reported to have followed the tse recommendations and was not able to duplicated the alleged malfunction. Covidien was not authorized to service the device.